Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information received indicates that the patient stable before, during, and after the procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was explanted and replaced due to lead dislodgement.